Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the device was able to deliver one shock, but failed to deliver a second shock to a patient in cardiac arrest. A second device was used to take over treatment and the patient was transported to the hospital. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device was able to deliver one shock, but failed to deliver a second shock to a patient in cardiac arrest. A second device was used to take over treatment and the patient was transported to the hospital. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. A philips field service engineer evaluated the device and determined the issue was caused by the therapy cable. The therapy cable was returned to philips where it was tested by philips¿ failure analysis lab. The fa lab determined that the cable had an electrical open circuit on the cable; this failure is consistent with ordinary wear and tear for a therapy cable that is used past the three year service life of the cable (instructions for use: publication 4535643964111, page 288, section 20). A philips clinician reviewed the event file. The device was powered on into manual mode, a pads ECG waveform was established, and compressions were initiated. At 2:05 minutes elapsed time (et), the users delivered a 200j shock. After the shock was delivered, the pads waveform was no longer displayed, and the users could not deliver subsequent shocks. Chest compressions were continued throughout the event until the users switched to a different defibrillator. Ultimately, the patient was transferred to hospital care. The fse replaced the therapy cable. The device passed all performance assurance tests and was placed back into use with the customer.